Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the e-100 generator did not recognize the instrument when it was connected. Fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and it worked fine with the vessel seal instrument installed. Fa used the vessel seal extend instrument with saline-dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted pediatric partial nephrectomy surgical procedure, the customer encountered an error as the vessel sealer extend (vse) instrument could not be activated from the e-100 generator. The customer rebooted the e-100 generator, but the issue persisted. The customer was able to fire the vse when connecting the instrument to an erbe vio dv generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was completed using a backup erbe vio dv generator.